Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was not returned with the pump; a test battery cap was used to complete investigation. A review of the pump history showed no evidence of unexplained power loss. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. The patient denied that she suffered any blood glucose excursions because of the reported issue. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.